Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : mos im tot hum rod 9cm cat: cp561826 lot: 293220, mos rv sh std bdy cat: cp561581 lot: 793470, disc-mosaic rt +10 mod dstl cat: 114893 lot: 605750, versa-dial/comp ti std taper cat: 118001 lot: 432330, versa-dial 42x18x46 hum head cat: 113032 lot: 207750, mosaic mod prox hmrl seg 110mm cat: 111004 lot: 400730. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Initial implant date: unknown date, 2008. Concomitant medical products: unknown humeral component. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial elbow arthroplasty and is being considered for revision due to loosening of ulna component approximately 11 years post implantation. No additional information is available to report at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device history record was reviewed and no discrepancies were found. Per package insert IFU 01-50-0981 "late postoperative complications can include: bone fracture due to trauma or excessive loading, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, or bone resorption, periarticular calcification or ossification, with or without impediment to joint mobility, loosening or migration due to malalignment of the components or loss of fixation, and/or ) bone resorption which may contribute to deteriorating fixation and loosening." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received: the complaint cannot be confirmed as medical records were not provided. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: unknown humeral head, unknown humeral stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01282, 0001825034 - 2019 - 01283.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty and is being considered for revision due to unknown reason. No additional information is available to report at this time.